Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into to the abdomen on (B)(6) 2019. The patient¿s granddaughter and wife stated that the sensor failed during warm-up. During removal of the patch that evening the wire detached and was found sticking out of the skin at the insertion site. The patient¿s wife was able to remove the wire. An infected pus-filled pimple was noticed and was later drained by the doctor on (B)(6) 2019. The patient was already hospitalized for cellulitis and sepsis at the time of the medical intervention and was still in the intensive care unit (ICU) at the time of contact but doing better. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.